Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. The insulin pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. Analysis was unable to perform the displacement test due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack on the upper left hand corner down to the screen. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.